Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 10 mg/ml at 0.466 mg/day and dilaudid 30 mg/ml at 1.4 mg/day via an implanted pump. It was reported the patient had an uneventful refill yesterday on (B)(6) 2020 and shortly after the refill the patient complained of itching to the pump site and also felt funny and groggy. It was noted the hcp checked the reservoir volume and the expected residual volume (erv) was 40 ml and the actual residual volume (arv) was 37.5 ml. It was reported the patient was given narcan and the symptoms improved and she went home. It was noted the hcp got a call later and the patient was complaining of feeling groggy again so she was instructed to go to the emergency room (ER). It was noted the patient had been given narcan every 2 hours and the symptoms improve and then worsen again. There was concern with the pump overinfusing. It was reported there had been no volume discrepancies at previous refills. No further complications were reported.

Event description:
On (B)(6) 2020, additional information was received from the manufacturer representative (rep). The rep was not aware of the patient 's weight at the time of the event. The rep was not made aware of any external/environmental factors that may have contributed to the event. The cause of the symptoms experienced was not determined. The volume discrepancy may have been a result of a pocket fill, however, that was not determined with absolute certainty. The pump was turned down to minimum rate per managing physician order. The patient's symptoms resolved and the patient was discharged from the hospital the following day. The exact cause of the symptoms could not be determined. The affected device remains implanted. The information has been confirmed with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that after the patient experienced an altered mental status post refill the pump was turned down to minimum rate and had not been checked since. It was reported that the patient was brought into the clinic in (B)(6) 2020 and the pump was taking out of minimum rate and therapy was continued. The reservoir was accessed today; the expected reservoir volume was 34.4 ml and the hcp withdrew 0 ml. The hcp was certain he was in the pump reservoir; it was confirmed he was not using fluoroscopy or negative pressure during this refill. It was stated that the hcp knew he was in the pump reservoir because he filled the pump with 10 cc of pfns "10 times" and continued to withdraw 10 cc of pfns each time, then filled the pump with 40 cc of the prescribed medication. After the refill the patient reported feeling "high." It was noted that a 8551 refill kit was used and that the concentration of dilaudid was dropped from 30 mg/ml to 10 mg/ml and bupivicaine was decreased to 5 mg/ml at 1.658 mg/day. The patient was brought to the emergency room. No further complications have been reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 31-jul-2020 from a healthcare professional (hcp) via a company representative who reported that the cause of the refill discrepancy was not determined. The exact cause of symptoms post refill we¿re not able to be determined. No additional actions were taken. The patient reported resolution of symptoms as time passed. The device remained implanted and functional. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.